Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The data you provided were carefully analyzed. The available impedance trend confirmed the out of range lead impedance since (B)(6) 2015 as mentioned in the complaint description. Furthermore the threshold trend showed an increase of the threshold since (B)(6) 2015 up to 1.5 v and a termination of threshold measurements in (B)(6) 2015. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 39 months, impedance values > 2500 ohm and a loss of capture was reported. It was decided to replace the lead. The lead could not be extracted so it was capped and left in-situ. No adverse patient side effects have been reported.